Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, serial/lot : unknown, ubd: , UDI: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was receiving unknown morphine drug via an implantable pump for non-malignant pain. It was reported that, the other day, the patient had a hard fall, and they landed "on it, and it hurts like crazy." After that, they noticed that when they bolus, it takes time as "it goes in slow to 90% for 30 seconds." Agent reviewed data and assisted the pt in deleting the data. Pt was able to connect to the pump with no lag. They were locked out for 40 minutes. Agent reviewed healthcare provider (hcp) role and redirected the pt to their managing doctor due to the hard fall they had the other day.